Event description:
During last cycle of photopheresis, the disposable kit began to leak from the photoactivation module. This broke the sterility of the kit and the procedure was discontinued. Unable to return blood in the kit to the patient. Per reporter, company advised to discard the kit.